Event description:
A customer reported observing falsely low ckmb results using a qc fluid. False low results might lead to inappropriate physician action. Ther was no report of pt harm as a result of this event.